Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with three prostyle devices using the pre-close technique prior to an interventional electrophysiology (ep) micra procedure via a 6f sheath. Reportedly, a first prostyle device was successfully pre-placed at the 2 o'clock position. After deployment of a second prostyle device at the 10 o'clock position, the knot was formed/intact, but remained in the suture bearing. A third prostyle was attempted; however, the suture came out with the device and the knot was loose / unraveled. A fourth prostyle was attempted, but same as the first failure, the knot was formed/intact, but remained in the suture bearing. The suture of the first prostyle device was intentionally removed from the patient. The sheath was upsized to 26f and the ep micra procedure was completed. Hemostasis was achieved using manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position / stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.